Event description:
It was reported that the touch screen of the pump was flickering intermittently, affecting the ability to interact with the pump and read its screen. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will revert to an alternate method insulin therapy.